Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer, who experienced this issue multiple times previously. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed a replacement pump would be sent and provided instructions for the customer to place the faulty pump into storage mode and return it with a prepaid label within ten days.